Event description:
A patient reported their therapy was not in the right area and they were trying to treat with medications. The last time it was adjusted they thought something was not working correctly. The therapy was working on the left side but not the right. Coverage was only half of what it should be. The indication for implant was spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.